Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that producted when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. The physical evidence and reported problem are consistent with that of an iab which became entrapped and was surgically removed from the pt. The smooth-edge penetration(s) most likely resulted when the balloon membrane came in contact with a sharp-edged instrument during the removal process. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon.

Event description:
The iab was inserted into the pt on 1/7/98. On 1/11/98, blood was noted in the catheter. The doctor had difficulty removing the iab. The iab was surgically removed. (Event complications: entrapped/surgically removed- reported 1/16/98.)